Event description:
It was further reported that there were only three stents implanted in the index procedure not five as initially reported. The lesion located in the distal circumflex was treated with a 2.25 mm x 20mm taxus liberte stent. The 3.00x38mm and 3.00x32mm taxus liberte stents were not implanted in the distal circumflex. The next day the patient experienced elevated cardiac enzymes. No action was taken.

Manufacturer narrative:
Describe event or problem corrected to three stents implanted not five stents as initially stated. Relevant tests/lab data updated; patient code added (B)(4).

Manufacturer narrative:
(B)(4): as no device was received for analysis it is not possible to perform any inspections on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
(B)(4) study. Same case as 2134265-2010-05223, 2134265-2010-05225, 2134265-2010-05226, 2134265-2010-05230 it was reported that during a coronary artery stenting treatment procedure stent incomplete stent apposition was discovered. Target lesion 1 was located in the distal circumflex with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with direct stent implantation of three (2.25mm x 20mm, 3.00mm x 38mm and 3.00mm x 32mm taxus liberte stents. Post-stent deployment use of ivus revealed incomplete apposition which was treated with post-dilatations with a non-compliant balloon. Residual stenosis was 0%. Target lesion 2 was a long lesion located in the proximal right coronary artery extending to the distal right coronary artery with 80% stenosis and was 65 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with direct stent implantation of two (3.00mm x 38mm and 3.00mm x 32mm) taxus liberte stents. Post-stent deployment use of ivus revealed incomplete apposition which was treated with post-dilatations with a non-compliant balloon. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel.